Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device will not power on with the battery. There is no reported negative pt impact.